Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing of the returned device and material evaluation. Visual analysis of the returned device revealed a black fiber/ foreign matter inside if the device. Leak testing was performed, in accordance with mentor procedures, and no leaks sites were detected during the analysis. Additional investigation was performed to identify the chemical composition of the foreign matter. Based on the infrared spectral comparison, it is concluded that the unknown filament shares a highly similar molecular structure to the biological hair reference, confirming its proteinaceous nature and likely origin as human or animal hair. However, the specific origin of the material remains unknown. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. According to the manufacturing investigation, the "hair" reported in this product complaint is confirmed to be a manufacturing related issue that should have been identified and rejected upon inspection. In response to the complaint, an awareness training was administered to reinforce existing controls. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor round moderate profile single use saline breast implant sizer being used in a breast implantation procedure was found to have foreign matter (strand of hair) on it prior to the operation. No adverse event was experienced by the patient. There were no reported patient consequences or procedural delays.